Event description:
Event description guidant received information that the patient with this pacemaker presented to the hospital due to syncopal episodes. Upon evaluation of the pacing system, the device was unable to be interrogated. An electrocardiogram (ECG) confirmed therapy was being provided and the device responded appropriately to magnet application. Additional attempts to interrogate the device the following day were also unsuccessful and the physician elected to replace the device. However, the patient refused to undergo the procedure.